Event description:
It was reported that after the implant procedure was over, the suture sleeve was not found. It is unclear if it escaped into the vessel or if it was never present on the lead. The patient status is listed as "ok."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.